Manufacturer narrative:
This device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device depleted earlier than expected. Nine months earlier this pacemaker estimated the longevity at around one and one half years remaining and now the pacemaker is at end of life (eol) which was declared two months ago. The device was able to be interrogated. No changes had been made to outputs and impedance measurements were stable during that time period. The only change reported was the patient had gone into third degree heart block (from normal sinus) and was pacing more. Unfortunately, the patient had a run of ventricular tachycardia and passed away the next day. The device was not linked to the patients death and no allegation was made that the pacemaker played any part in patient expiring.